Manufacturer narrative:
(B)(6). This is a report of a use error, the baxter labeling for the device provides directions on properly lowering the primary bag. Proper procedures were reviewed with the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During follow up, it was determined that the customer was not using the correct set up with an unknown baxter access set. It was further specified that the primary bag was incorrectly dropped which caused the primary and secondary sets to run simultaneously. There was no report of patient injury or medical intervention associated with this event. No additional information is available.